Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, an inappropriate auto mode switch episode was observed due to functional undersensing of the atrial events. Programming changes were recommended.